Event description:
During an 80-mile inter-facility critical care transport of a pt the device exhibited an ECG comm error while on the pt and lost the capability to monitor the pt. There was no adverse pt outcome.